Event description:
It was reported that during implant, the physician was unable to retract the helix portion of the lead after many turns. The right atrial (ra) lead was removed from the patient and attempted again, but would still not retract. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. (B)(4).